Event description:
Implantable systems post market study reported pt expired. The health care provider reported the cause of death was unrelated to the implanted system, however, the official cause of death was not reported. Add'l details regarding circumstances prior to pt's death were reported by the hcp, "four days before the pt expired, he was reported to be in extreme pain and was transported to the hospital where he received medication to ease his increased pain." The health care provider reported calling pt the day after receiving care in the hospital and the pt stated "he was much better in regards to his pain, but not completely". The hcp reported the pt has a long history of hypertensive disease, morbid obesity, sleep apnea, and dysthymia. The infusion system was implanted for chronic pain treatment due to failed back surgery syndrome. The pt was seen in the office for a routine pump refill in 2007, and reported some increased pain. The programmed pump dose was increased by 10%. The pt was discharged stable and ambulatory. The pump was programmed to deliver a simple continuous infusion of dilaudid 1mg/ml at 0.3280mg/day, clonidine 200mcg/ml at 65.6mcg/day, and bupivicaine 1mg/ml at 0.328mg/day. The hcp reported the pt also had dilaudid tablets 4 mg, and ativan tablets 1mg, - dose and frequency were not reported. A follow up report will be sent if add'l info becomes available.